Manufacturer narrative:
Insulin pump passed the displacement test. Pump received with cracked battery tube threads, cracked case battery tube and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicates the retainer ring was missing from the insulin pump. It was also reported that there was a crack. The reservoir was able to lock into place. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.